Event description:
Rptr had silicone gel breast implants in both breasts implanted in 1987. Since the breast implants she has been experiencing the following symptoms: a great deal of pain in her ribs around and underneath both implants, especially on the left, intermittently since implants, but especially in the last yr and even more so in the last 6 months, excruciating spasms in her right hip joint on and off for the last yr, and pain in right wrist joint area. For the last yr rptr has had choking episodes at times when she drinks liquids. Rptr complains of severe anxiety and depression over the last few yrs. In the last 5 yrs she has had dry mouth with a milky, coating discharge around the gums, teeth, and sides of the inside of her mouth. This info was submitted as folow-up to 6/13/94: additional symptoms: 1) tmj problem in the last 4 years, 2) electric-burning type pain underneath left implant that shoots out in the left armpit and left inner-upper arm on and off in the last 2 years, 3) feeling of fatigue and extreme exhaustion with sleep disturbances since 1989, 4) memory-word loss problem in the last 4-5 years, 5) on and off joint swelling of fingers that started one year after implantation. (First occurrence 1/88 for one week, then 3 or 4 times since then lasting 2-3 days each time it happened, 6) bladder spasms - irritation since 9/89, 7) developed mastitis eleven months after implantation (12/87), and 8) developed shingles in 9/88.